Event description:
It was reported that this right atrial (ra) lead was explanted due to oversensing and pacing inhibition with no asystole. Lead was replaced. There is no indication on product return. No additional adverse patient effects were reported.

Event description:
It was reported that this right atrial (ra) lead was explanted due to oversensing and pacing inhibition with no asystole. Additional information was received, the mentioned issue were caused by lead abrasion. This lead was replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
This report is being submitted to update the information captured in the section h. 6. Adverse event problem.